Event description:
The customer reported that the speakers were missing from the central monitor prior to the incident. The pt went into ventricular fibrillation and very low blood pressure. The central monitor was in alarm state, but with no speakers, there was no audible alarm. The staff noticed the alarm visually on the display. The do not resuscitate pt expired, but the staff does not believe that the death was from a direct result of the product.